Manufacturer narrative:
(B)(4) - it was reported by the consumer that the tran17fr mechanical wheelchair front seat was torn, sagging, and falling back, and two months ago the patient fell off the unit, resulting in injuries to the face above the eye and head, and medical attention was sought. Additionally, it was also reported that on (B)(6) 2011 she fell in the kitchen, resulting in laceration of her scalp, and medical attention was sought. Enduser keeps slipping forward because the seat is sagging so badly that it literally pulls her forward. Enduser's husband stated that he has to strap her in with a belt. Two complaints were created because of different serious injury events and dates were reported, and the file numbers are the following: (B)(4).

Event description:
(B)(4) - it was reported by the consumer that the tran17fr mechanical wheelchair front seat was torn, sagging, and falling back, and two months ago the patient fell off the unit, resulting in injuries to the face above the eye and head, and medical attention was sought. Additionally, it was also reported that on (B)(6) 2011 she fell in the kitchen.